Manufacturer narrative:
Bci field service engineer (fse) contacted the customer on (B)(4) 2011. During troubleshooting it was discovered than the vacuum line from the ise drain was loose. The customer reconnected the line and inspected for leaks. No leak was observed. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. The customer stated the instrument was leaking onto modular chemistry side drip tray after changing co2 alkaline buffer. No operator exposure was noted. Bci customer technical support recommended review of wash concentrate msds. There was no effect to patient or user.